Event description:
Event description cpi received information that during a routine follow-up with the ventak mini implantable cardioverter defibrillator (ICD), a message was displayed that indicated that the device had shocked into a shorted output. This indicates that therapy may not be available if required.